Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2018 arjo has become aware of the event, which occurred in the facility in the us. During the transfer with the participation of sara 3000 active floor lift and active clip sling, the resident's foot slipped off the foot support (the plate where the patient's foot must be placed during the transfer) and the resident fell on the floor. No injury was reported as the consequence of the event.

Event description:
On 23-aug-2018 arjo has become aware of the event, which occurred in the new horizons village facility in the us. During the transfer of the resident from the toilet to the wheelchair (male, weight: 225 ibs), the resident's foot slipped from the foot support (the plate where the patient's foot must be placed during the transfer). As the result, the resident slid from the sling to the floor. No injury was reported. The sara 3000 active floor lift and active clip sling were used at the time of the event.

Manufacturer narrative:
On 23-aug-2018 arjo has become aware of the event, which occurred in the new horizons village facility in the us. During the transfer of the resident from the toilet to the wheelchair (male, weight: 225 ibs), the resident's foot slipped from the foot support (the plate where the patient's foot must be placed during the transfer). As the result, the resident slid from the sling to the floor. No injury was reported. The sara 3000 active floor lift and active clip sling were used at the time of the event. Based on the initially provided information, it was mentioned that the resident was a quadriplegic, however, further gathered information confirmed that the resident had some weight bearing ability and could use the active floor lift. The system was evaluated by the arjo representative and it was confirmed that the involved sara 3000 floor lift was in overall good condition with some signs of normal wear, such as missing paint, dents. The sling used during the transfer was modified by the resident- the buckles were cut. The buckles are the components of the sling which allow fastening the support belt. This belt helps to support the resident in the sling during the transfer. It also retains the sling in the correct position around the resident. Based on the information included in the instruction for use (04.sf.00-int1_2) dedicated to the active sling: "to avoid injury to both resident and caregiver, never modify the equipment or use incompatible parts". There is also mentioned that the sling, which is to be used to the transfer should be visually inspected by the caregiver. If the deviations are observed, it should be replaced by the new one. If the buckles are damaged or they are not attached to the sling, this accessory cannot be used. The instruction for use describes the procedure of applying the sling. One of the steps is: "fasten the support belt securely by pressing the buckles or velcro together. The support belt should be tight but comfortable for the resident." The indications mentioned above were not followed by the users. The modified sling was used during the transfer, which caused that the support belt could not be fastened. It should be noticed that this factor could contribute to the event. When the resident lost his stability and his feet slipped off the foot support, it was not secured by the strap. It caused that the resident slid from the sling into the floor. To avoid reoccurrence of similar events in the future, the new sling was delivered to the customer and the re-training for the facility staff was performed by arjo representative. When reviewing the reportable complaints on sara 3000 active floor lift, arjo has found a number of cases related to this type of event: slip out of the sling during the transfer. In summary, the sara 3000 active floor lift and the clip sling were being used at the time of the event and played a role in the reported incident. The malfunction of the sling was confirmed- the buckles were cut, which caused that the belt could not be fastened during the transfer. The complaint was decided to be reportable due to the fact that the patient off the arjo device and there was potential for serious injury if the incident would re-occur.